Event description:
It was reported to boston scientific corporation that during a hydrothermal ablation procedure, using a hydrothermal procedure set device, the machine indicated: "patient cooling complete remove sheath." According to the complainant, the physician removed the sheath and hot saline flowed from the sheath into the vagina, causing a first degree burn; the physician treated the burn with silvadene cream. Follow-up information ascertained regarding details of this event revealed that the return tubing had kinked during the procedure which limited the fluid flow; the kink was resolved in-situ, which resulted in improved fluid flow. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned procedure set revealed no anomalies in the sheath, the tubing, the cassette, or the heater canister. A function evaluation of the returned unit concluded that the procedure set passed the full wet test without incident or alarms. The reported malfunction could not be confirmed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.